Event description:
As reported by the (B)(4) registry 2 angioguard devices failed to cross the lesion and 2 days later the patient had an ischemic stroke. The target lesion was located in the proximal left internal carotid artery. The lesion was severely calcified and eccentric. Two angioguard devices failed to cross the target lesion during the index procedure. A third angioguard was able to cross and the procedure was successfully completed with a precise stent. Two days post procedure, the patient was confused and fell. The patient was diagnosed with a ischemic stroke. No additional intervention was needed and the patient's symptoms subsided on their own. Patient had a full recovery with no deficit and was discharged a few days later. The adjudication minutes received agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring approximately 2 days after stent implantation. The adjudication has also expanded the cva to a bilateral event. Previously it was noted that after experiencing the stroke the patient required no additional intervention and that the symptoms subsided on their own. It was further noted that the patient had a full recovery with no deficit and was discharged a few days later. However, additional information provided notes that a brain MRI on the following day revealed multiple acute infarcts in the left cerebral hemisphere and a single acute infarct in the left cerebellar hemisphere likely embolic in nature. Moderate cortical volume loss and chronic ischemic microvascular change was noted. A neurology progress note reported that the patient was back to normal, noting that "prior (subtle) right drift" and "prior (subtle) right sensory extinction" were gone. A vascular staff progress note on the following day stated that the patient reported to be back to normal. Impression: minor stroke with left cerebral and cerebellar emboli post-carotid stent with transient deficit and recovery.

Manufacturer narrative:
The patient required extended hospitalization. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number 70811542. As reported initially by the sapphire registry: the target lesion was located in the proximal left internal carotid artery. The lesion was severely calcified and eccentric. Two angioguard devices failed to cross the target lesion during the index procedure. A third angioguard was able to cross and the procedure was successfully completed with a precise stent. Two days post procedure, the patient was confused and fell. The patient was diagnosed with a ischemic stroke. No additional intervention was needed and the patient's symptoms subsided on their own. Patient had a full recovery with no deficit and was discharged a few days later. The adjudication minutes received agree with the previous diagnosis of an ipsilateral cerebrovascular accident occurring approximately 2 days after stent implantation. The adjudication has also expanded the cva to a bilateral event. Previously it was noted that after experiencing the stroke the patient required no additional intervention and that the symptoms subsided on their own. It was further noted that the patient had a full recovery with no deficit and was discharged a few days later. However, additional information provided notes that a brain MRI on (B)(6) 2012, revealed multiple acute infarcts in the left cerebral hemisphere and a single acute infarct in the left cerebellar hemisphere likely embolic in nature. Neurology progress note on 3 days later reported that the patient was back to normal, noting that "prior (subtle) right drift" and "prior (subtle) right sensory extinction" were gone. A vascular staff progress note on (B)(6) 2012, stated that the patient reported to be back to normal. Impression: minor stroke with left cerebral and cerebellar emboli post-carotid stent with transient deficit and recovery. The patient required extended hospitalization and treatment due to the cva. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15506901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.